Event description:
It was reported that (1) lcsj5 was used with hp053 during a video assisted thoracic surgery lobectomy procedure. It was reported by the affiliate that the device made an error alrm. Opened another device to complete the case. There was no pt consequence.